Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of two no external power alarms active on (B)(6) 2022 was confirmed via analysis of the submitted log file. The heartmate mobile power unit (mpu) (serial number (B)(4)) was not returned for analysis; however, a log file was submitted for analysis. The submitted event log file contained data spanning approximately 8 days (B)(6) 2022 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2022 from 9:51:41 to 9:51:49 and on (B)(6) 2022 from 12:28:10 to 12:28:15. During these times, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold; the alarms appear to be related to a loss of ac power. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Pump speed was not affected by the alarms. The mpu was not exchanged and will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis; however, a loss of external power could have contributed to the event. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped from abbott on 01jun2022. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured two no external power events on (B)(6) 2022 while the patient was connected to the mobile power unit (mpu). The patient did not remember hearing these alarms or losing power and was present in the clinic on (B)(6) 2022. There was no interruption in pump support during these events. The mpu was currently operational and had a v-lock connector. The mpu did not come loose from the wall. It was unknown if any environmental circumstances may have affected alternating current (a/c) power at the time of the event since the patient lived in an apartment. The mpu was not exchanged or removed from service.